Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgical technician removed precoat stemmed tibia from its sterile packaging and dropped the tibia on the sterile back table. When the implant hit the table, one of the four polyethylene plugs disconnected from the base of the precoat stemmed tibia. A new precoat stemmed tibia was opened and used.